Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 2.1 failed to open. There was no clicking sound, and the drawer did not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 had failed to open. A field service engineer (fse) went to back panel saw that data light was off. The fse turned off the machine, replaced the retractor band, turned the machine back on and confirmed that all lights on the module board came back to resolve the problem. Also, the customer was able to recover the drawer successfully. The system functioned as intended after the field service engineer repaired the device.